Event description:
Manufacturer's representative reported patient overdose. Physician reported patient was given a 10% increase in daily dose 3 days ago, and is now hypotensive. The physician was planning on having the pump turned down.